Event description:
It is reported that the pt experienced withdrawal in 2008, for "no apparent reason" and needed to have her catheter replaced. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.